Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited oversensing. Technical services (ts) reviewed and faxed the data for the following facility to further review. This device and ra lead remain in service. No adverse patient effects were reported.